Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer allegedly developed hepatitis c and aids after using the bd¿ syringe tip cap bulk sterile convenience pack. No further information was provided. The following information was provided by the initial reporter: "I am... A victim of hep c that your infected needles and aids that I got from using your infected: no cobalt irradiated not sterile product."

Event description:
It was reported that the consumer allegedly developed hepatitis c and aids after using the bd¿ syringe tip cap bulk sterile convenience pack. No further information was provided. The following information was provided by the initial reporter: "I am... A victim of hep c that your infected needles and aids that I got from using your infected :no cobalt irradiated not sterile product."

Manufacturer narrative:
H6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history record review was not performed as the lot number is "unknown" for this complaint.